Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient reported a pairing failure. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be a failed transmitter error. Reported issue of pairing failure is reportable based on the finding of transmitter failure error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported a pairing failure. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it has 0 voltage. A transmitter failure error was observed. The customer complaint of a pairing failure was confirmed. The root cause could not be determined. The reported issue of a pairing failure is reportable based on the finding of a transmitter failure error. No additional patient or event information is available.